Event description:
A company representative reported via phone call that the customer's insulin pump had an unresponsive keypad. The act and esc buttons were not responding. The customer was not able to complete the fill tubing procedure. The blood glucose reading was unknown. The customer reverted to their back-up plan. The insulin pump will be replaced.

Manufacturer narrative:
The insulin pump received with intermittent button response due to moisture keypad traces. The insulin pump received with cracked case at the display window corner, minor scratches on lcd window, scratched reservoir tube window, cracked belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.